Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the stimulation would go on and off. The rep checked impedances using electrode 1 as a reference, and electrode 2 was less than 150 ohms. When electrode 2 was used as a reference, electrode 1 was less than 150 ohms. It was noted that the patient had a myelogram in the cervical region where there was a lot of stabbing and pressure put on his body. It was alleged that this could be related to the issue. The patient was being programmed on 2+ and 3-. The rep was to attempts programming to allow pain coverage. It was discussed that the short could be anywhere along the system, thus in surgery, testing would need to start at the adaptor and then toward the lead to identify the short. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.